Manufacturer narrative:
On 1-oct-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the device, it was found to be ruptured and received in four parts. Additionally, an anomaly was observed on the edges of the tear, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 550cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture and rupture. The patient felt uncomfortable in her right breast, and it appeared to be shifted. Both MRI performed on (B)(6) 2020 and ultrasound performed on (B)(6) 2020 indicated the rupture. The diagnosis was confirmed by a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505501bc, left serial #: (B)(4), right serial #: (B)(4) on (B)(6) 2020.

Manufacturer narrative:
On 9-sep-2020,the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).